Manufacturer narrative:
Product ID 37642 serial# (B)(4), product typ programmer, patient, product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011. Product typ extension, product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011. Product typ extension, product ID 3389s-40, lot# v639210, implanted: (B)(6) 2011. Product typ lead, product ID 3389s-40, lot# v772558, implanted: (B)(6) 2011. Product typ lead. (B)(4).

Event description:
It was reported there was a shocking or jolting sensation following a fall. The patient fell on her left shoulder and ended up breaking her shoulder. Since the fall the patient had been feeling shocking sensations in her left hand down to her fingers and outward. The area around the device on the left side was black and blue. It was noted the patient's health care professional had not been notified of the fall. Additional information has been requested, a follow-up report will be sent if additional information becomes available.